Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump failed self-test. Customer blood glucose reading was 110 mg/dl. Troubleshooting was performed. Customer said drive support cap is normal. The alarm did not occur during rewinding and priming. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis

Manufacturer narrative:
Pump received with alarm during self test and unable to communicate with glucose meter due to faulty y1/rf board. Pump passed displacement test, rewind test, basic occlusion test, primetest, excessive no delivery test, occlusion test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.